Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 415 mg/dl. The customer also received excessive no delivery alarms and a finish loading alarm. She treated her high blood glucose level with a manual injection. While troubleshooting the insulin pump was found to work as designed. The product will be returned. Nothing further to report.